Event description:
It was reported that during a meta tan removal surgery, the compression screw and end cap was removed, but when trying to remove the lag screw, the mating part on the lag screw was broken. Without removing the nail, the operation was completed. It is unknown if there was a surgical delay.

Manufacturer narrative:
One of the three reported devices, used in treatment was returned for evaluation. A visual inspection was performed and confirmed damage to the devices. A clinical evaluation indicated it was reported that during a standard/planned meta tan removal, ¿the mating part on the lag screw was broken¿ and the ¿tip of the retaining rod was deformed¿; therefore, the ¿operation was completed¿ without removing the nail. It was communicated that operative reports and x-rays would not be provided. It is believed the nail remains in-vivo. Without the requested documentation / information, the root cause could not be concluded and patient impact beyond the attempted nail removal could not be assessed. Should additional clinically relevant documentation/information become available in the future, the clinical/medical assessment may be re-evaluated. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. Factors and/or some potential probable causes that could contribute to the reported event include but not limited to design of device, improper size device used, lifetime of device, material in use, overuse, procedural/user error, traumatic injury, unclear user instructions. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.